Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 552 mg/dl. The customer reported that the device was exposed to insulin. Customer was assisted in performing self-test and test passed. Customer was advised to monitor pump. The customer insulin pump passed fluid exposure troubleshooting. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 552 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer believes the reason for high blood glucose is leaks in the reservoir.